Event description:
The customer reported recovering white blood cell (wbc) and red blood cell (rbc) voteouts (no results generated) and a contained fluid leak consisting of diluent, blood and clenz mixture from the coulter lh 750 hematology analyzer. The volume of the leak was not specified. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found misaligned pierce needle and realigned the pierce needle. After which, the instrument ran without a leak or voteouts. The repairs were verified per established procedures. (B)(4).